Manufacturer narrative:
Following further information provided by the facility representative, certified nursing assistant (cna) pulled on the sling with the patient at the beginning of transfer, when the patient was seated in the wheelchair. This caused the maxi move destabilization and the lift started to tip sideways and overturned the wheelchair. The instructions for use dedicated to maxi move (001.25060.en) warns: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift." Arjo device failed to meet its performance specification since the maxi move tipped sideways. The device was used for a patient transfer. The complaint decided to be reportable due to serious injury sustained by the patient as a consequence of lift tipping.

Event description:
It was reported that the event occurred when the certified nursing assistant (cna) used the maxi move passive floor lift to raise the patient from the wheelchair. The lift started to tip sideways and overturned the wheelchair. The patient in the sling hit her head on the floor. As a consequence sustained head laceration requiring 17 staples. There was no device failure found during inspection that could contribute to the event.